Event description:
This problem involves varian medical's brachytherapy vienna ring applicator and the mick needle bender. The vienna ring is used to treat cervical cancer using hdr brachytherapy. The vienna ring applicator has a series of holes around the rim of the build up cap to place additional treatment needles. Varian supplies these needles unbent and you must use a mick needle bender to bend needles to the appropriate angle to match the angle of the vienna ring applicator. This issue is: the vienna ring angles are determined from the vertical and the mick needle bender's angles are determined from the horizontal. The vienna rings and needle bender have three available angles 30, 45, and 60 degrees. Due to the orientation issue, the 60 degrees vienna ring must use the 30 degrees needles from the mick needle bender and the 30 degrees vienna ring must use the 60 degrees needles from the mick needle bender. This is very confusing and will result in incorrectly bent needles used with the vienna ring applicator.